Event description:
It was reported that the patient underwent a revision procedure of his artificial urinary sphincter (aus) due to the cuff started to erode through the urethra. During the procedure, the cuff was replaced. There were no further reported patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.